Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life issue and a cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed one low battery warning. Evidence of short battery life was observed. Multiple low battery warnings and replace battery alarms were observed in the alarm history. The battery compartment was observed to be cracked and the battery cap had damaged threads. Evidence of moisture corrosion was observed in the battery compartment. The cap was unable to fully tighten on to the pump; however, no power loss was observed. The pump¿s current draws were found to be within specifications. Unrelated to the complaint, the audio bolus button cover was torn and the pump failed a leak test due to this. The pump cover was opened and evidence of internal moisture was found inside the pump.